Event description:
(B)(6) laser clinic in (B)(6) is a greedy liar, I have a big dent in each leg because of a machine that's supposed to melt fat off of body. The dents are a result of her burning away all my essential fat cells and now I can touch my bones on each leg. I paid her to destroy my beautiful legs. She should have told me that her machine cannot do knees and I really only need to lose weight instead of selling me lies and destroying my legs. I have a hole in each leg. She is not a medical professional, she has no business permanently melting fat and making holes in people's body. I can touch my bone in each leg because everything got melted like laser blast. She did this because she is greedy for money and didn't care she was going to permanently burn holes in my legs. You have to touch my legs to feel the bone muscle is gone in 2 spots where she put the sculpture machine. FDA safety report ID # (B)(4).